Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing due to unspecified oversensing on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes that this was a sensing issue in the discriminator channel. The patient condition was stable.